Event description:
The reporter stated that the set did not infuse during administration of 1/2 normal saline with 1 u heparin/ml. The line was changed at 18:00 on 7/31/98. The arterial line was noted to be dampened, the pump alerted air in cassette. The rn noted air and removed it. At 19:00, the rn was troubleshooting and noted that the blue ball was at the top of the drip chamber. There was no change in the pt status. The IV clotted off and the pt now requires frequent sticks for lab work.